Manufacturer narrative:
The device was returned to olympus for evaluation. The reported phenomenon of probe error messages could not be confirmed. The device was tested and passed the probe check. A visual inspection of the teflon pad found it to be worn with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, a probe damage error message was observed. It was reported that there was no teflon pad damage or metal exposed on the grasping section of the device. The device was replaced after a second probe check error message was observed. No device fragments fell into the patient. The intended procedure was completed with another similar device and no further issues were noted. There was no patient harm reported. No further information was provided.